Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the consumer alleges the chair intermittently turns off.